Event description:
It was reported by the affiliate that during a gastrectomy procedure, the blade was broken off. The blade was broken off outside the patient body. No piece fell into the patient body. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.